Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to a discrepancy between the set and the actual gas flow values during procedure. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: complaints database analysis revealed two similar events occurred since installation of this device in 2011. Two service activities were carried out at the manufacturer site for these two events reported in the past. Despite the intensive tests performed, no deviations were observed on the returned gas blender. Thus, the unit underwent a recalibration and a technical safety inspection twice and no components have been replaced in both previous cases. Based on the investigation performed for similar cases, the reported error code can be due to: - hardware failure of internal components; - user error (missed warm-up phase of the unit, minimum pressure of 2 bar per connection not observed). Based on the current level of information, the reported issue was most likely not device related and could be due to hospital gas supply issues. According to instruction for use, a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported error code. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report

Manufacturer narrative:
H.10: the unit was returned to the manufacturer site for repair. No deviations were observed during functional tests and the unit worked within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Troubleshooting results confirmed the most likely root cause reported in the previous supplemental report. The reported issue was not device related and could be due to hospital gas supply issues. According to instruction for use, a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported error code.